Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there was evidence of moisture found behind the display lens. Due to the internal moisture contamination, the display was found to be distorted and multicolored when the pump was powered on. The display was not blank. The pump case was cracked in the upper corner of display area. The pump download was unable to be performed due to the internal moisture contamination. A leak test revealed that the pump was leaking at the crack of the pump case. The pump case was removed and there was evidence of moisture contamination found throughout the inside of pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. There was reportedly moisture and corrosion behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.